Manufacturer narrative:
Due to the automated mes system (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery wire was found to be kinked/bent and the main coil was found to be broken/fractured and stretched. A functional test for the reported event 'coil in catheter friction' could not be performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the delivery wire was found to be kinked/bent and the main coil was found to be broken/fractured and stretched. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction', the as reported/as analyzed 'main coil stretched' and the as analyzed 'main coil broken/fractured during use' as the defect is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure.

Event description:
It was reported that during the procedure resistance was encountered while the coil (subject device) was being advanced within the microcatheter and the subject device was found to be stretched. The physician removed the subject device and the procedure was completed successfully with no clinical consequences to the patient. The subject device was returned for analysis and it was discovered that the main coil (subject device) was found to be broken/fractured during use. No clinical consequences were reported to the patient due to this event.